Event description:
The customer reported +/- reactions of their positive control and patient samples with seraclone anti-k. The customer uses a competitor's heterozygous panel cells as positive control. Despite several inquiries, the customer was not able to provide an exact date of event. The customer returned the supposedly defective product for investigational testing, but none of the samples that had caused false negative test results. Testing in our quality control laboratory is still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported +/- reactions of their positive control and patient samples with seraclone anti-k. The customer used a competitor's heterozygous panel cells as positive control. Despite several inquiries, the customer was not able to provide an exact date of event. The customer returned the supposedly defective product for investigational testing, but none of the samples that had caused false negative test results. Our quality control laboratory tested the supposedly defective product in parallel to the retained sample with different kk red cells and a competitor's reagent red blood cells. All positive reactions were correct. We did not observe any false negative or weakened reactions. The reactions of the complaint sample and retained sample were comparable. The required minimum titer was exceeded. Testing by our quality control laboratory confirmed the allegedly defective lot of seraclone anti-k functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.